Manufacturer narrative:
No returned samples or product were received for testing. Product support previously conducted testing on triage cardiac panel test lot #w46143 for a former complaint. No discrepant results were observed with retain testing. Investigation conclusion: product support could not confirm client's observations without return of patient sample. Retention testing on devices showed mean results within specifications. No product deficiency was established; no corrective action required at this time.

Event description:
Caller reported false positive results for troponin I (tni) on triage cardiac panel test vs. Negative results on access. A (B) (6) male was admitted to the ed with dr. Referral; syncope/fall. Patient was still in ed at time complaint was called in but no further information has been provided. No info on EKG or treatment. No samples available to be sent in for testing. Initial testing with triage cardiac panel using two different meters gave positive results while testing on access gave negative results. When testing was repeated again on the same two different meters using a new triage cardiac device, results were negative (B) (4).